Event description:
It was discovered during a pm that the 9800 system x-ray cooling fan was not operating. There was no reported patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cooling fan and the motor relay circuit board were replaced. The system was tested and found to be working as intended and placed back into service.